Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device was not returned, but diagnostic information is consistent with reported event.

Event description:
It was reported that the device electrically reset. The device remains in use. No patient complications have been reported as a result of this event.